Event description:
During a remote follow-up, episodes of noise which resulted in oversensing and loss of pacing were noted on the device. The patient is pacemaker dependent, however, no adverse event occurred. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed to resolve the event and the patient was in stable condition.